Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing found that the astral device was able to charge the internal battery to full capacity. The evaluation determined that the device operated per specifications. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.